Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), planted: (B)(6) 2013, product type:catheter. Product ID: 8575, lot# n102600 implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type:accessory. (B)(4).

Event description:
It was reported that increased doing was being required and the patient was still having symptoms of spasticity. It was noted that a dye study was performed 2 weeks prior because repeated dose increases were not successful in controlling the patient¿s symptoms. It was reported that during the dye study, they were able to aspirate but unable to push dye through. It was noted that a revision was performed (B)(6) 2014. It was reported that during the revision, they were still able to aspirate but unable to inject through the cap. It was noted that cerebrospinal fluid (csf) backflow was noted. It was reported that when the catheter was explanted, the manufacturer¿s representative noted a laceration by pump connector. It was noted that they left the spinal catheter in place because of scarring. It was reported that they replace the entire catheter. It was noted that the healthcare provider was unable to see the tip or entire catheter once the guide wire is pulled out. It was reported that the pump was used to infuse baclofen. Additional information has been requested, but it was not available as of the date of this report.